Event description:
This event involved a female patient who experienced a high power event approximately 35 months after heartware lvad implantation. The patient presented with power up to 5.5 watts and increased ldh. The site stated that the patient was asymptomatic and was placed in intermediate care unit, but later she was sent to the operating room (or) and underwent a pump exchange. A small thrombus was found inside the pump in the preliminary inspection. As last reported, the patient is in good condition. Investigation is ongoing.

Manufacturer narrative:
The site has indicated that the device is not going to be returned to the manufacturer for evaluation; however, attempts to understand why the product is not being returned are on-going. Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
Hvad pump (B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that (B)(4) met all requirements for release. The reported high power event was confirmed via review of the controller log files. Based on the review of the information available, the cause of the reported event could not be determined. There is no evidence to suggest that a device malfunction led to the reported event. Device not returned.